Event description:
Add'l info rec'd from MFR 11/28/01: a search was conducted of the customer complaint database for p1900 (total care) and p1940 (traction adapter kit) and the only complaint documented was complaint # 2106884. This complaint was documented due to no hardware shipped with the kit, and not related to traction posts not fitting over the bed brackets due to defective welds. A sample of current production of the bed and adapter kit was reviewed, and no discrepancies were indicated. The traction adapter kit is attached to the frame by bolts not subject to any weldments. Without add'l info, such as facility name or serial numbers, further investigation as to the alleged malfunction or potential fitting problems cannot be verified or conducted, and no conclusion can be drawn.

Event description:
Rptr has found on many of the beds, the traction posts don't fit over the bed brackets due to defective welds on the beds.